Event description:
While performing pharmacomechanical thrombectomy, in a patient with severe iliofemoral deep vain thrombosis, utilizing an indigo cat 8 catheter and separator, the floppy tip of the separator broke off from the separator device. They continued performing the thrombectomy, and eventually they were able to aspirate the broken floppy tip with the catheter. The suctioned tip could not be saved for further study, as it fell into the aspiration canister.